Manufacturer narrative:
Results: visual inspection of the returned product found the optic has tears. Lens returned in liquid. Conclusions: based on the complaint history and the eval of the returned product, it was determined that the root cause of this event was due to loading error. (B)(4).

Event description:
The reporter stated the surgeon implanted a cc4204a collamer single piece lens in the pt's right eye. The lens was inserted and removed due to lens tear. Lens was removed with no pt injury. The incision was not enlarged and no suturing. The incident was due to loading error. Two lenses were used on same pt and same eye. See MFR. #2023826-2013-01086 for other lens.